Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was confirmed; the device has dirty ob lens due to c15 - environment problem identified - problems that occurred due to factors within the environment e.g. Dust, dirt, humidity, temperature. The most probable cause of the complaint is d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a dirty objective lens and missing glue on the objective lens. There was no patient involvement.